Event description:
It was reported that the ICU stated that the catheter was clogged. A small amount of sediment was noted, but not enough to clog the foley.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/ no drainage eye. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Sterilized by ethylene oxide sterile unless package is opened or damaged. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Single patient use only. Do not reuse. Do not resterilize. Attention. See instructions for use. Copyright © 2006 c. R. Bard, inc. All rights reserved. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box caution: do not aspirate urine through drainage funnel wall."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ICU stated that the catheter was clogged. A small amount of sediment was noted, but not enough to clog the foley.